Event description:
The customer was hospitalized for low bgs. It was reported that the customer was not disconnected during rewind and prime. Explained the importance of disconnecting during rewind and manual prime. Troubleshooting was performed and pump tested.